Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a half-height cubie was not detected on bus. A field service engineer reseated the row board cables to drawer control printed circuit boards (pcb) to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had multiple cubies failed to open. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.